Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was not impacted by the cartridge alarm 19. The customer stated bg level was 245 mg/dl due to having bronchitis; however, the customer did not attribute the elevated bg level to the pump. It was confirmed that the customer had manual insulin injections available.